Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 40 ¿ 51 mg/dl; cause was not known. Reportedly, customer received assistance from their husband who got them some ¿sugar¿ to consume to address bg. Customer drank some soda pop and ate peanut butter with crackers to additional address bg. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.